Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s fungal peritonitis. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler malfunction or product deficiency. At this time, it cannot be determined what exactly caused the patients fungal peritonitis with the information currently available. Fungal peritonitis is a known potential complication in pd patients and accounts for 3% - 6% of all peritonitis episodes.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s fungal peritonitis. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler malfunction or product deficiency. At this time, it cannot be determined what exactly caused the patients fungal peritonitis with the information currently available. Fungal peritonitis is a known potential complication in pd patients and accounts for 3% - 6% of all peritonitis episodes.

Event description:
On (B)(6) 2018 a patient on continuous cycling peritoneal dialysis (ccpd) therapy was experiencing pain and cloudy peritoneal dialysis (pd) effluent. As a result, the patient had pd effluent cultures performed in the outpatient pd clinic which revealed growth of candida rugosa consistent for fungal peritonitis. The pd nurse indicated the patient did not require hospitalization for the peritonitis event. The patient was initially treated with intra-peritoneal (ip) vancomycin (1 gram) and ceftazidime (1 gram) daily and then subsequently switched (likely after organism confirmed in culture) to oral diflucan (anti-fungal)100 milligrams daily for a duration of 28 days. Additionally, per the physician order, the pd catheter was removed on (B)(6) 2018 and the patient subsequently transitioned to outpatient hemodialysis therapy.